Event description:
It was reported a longer portion of the stylet tip was getting bent resulting in more difficulty steering and patient reported of discomfort during implant. Follow up reported this had happened to possibly three patients. There were no malfunction seen and no cause of the issue determined. There were no interventions taken. It was noted this happened during a trial and that the trial was unsuccessful and was now over. The leads were in place but with what appeared to be a "bigger bend than normal" the lead position changed completely after the stylet was removed and they were left in a suboptimal location. Refer to manufacturer report # 3007566237-2013-00051 for report on similar event.

Manufacturer narrative:
Concomitant medical device: product ID: 3776, serial#: unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).